Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl with ketones and went to the emergency room (ER) for treatment. The customer alleged that the pump was not delivering insulin properly. Bg was treated with fluids. Reportedly, customer left the ER 4 hours later in stable condition (bg 357 mg/dl). The customer continued to use the pump for insulin therapy.